Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 37 this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 37 was not confirmed during product evaluation. Also, the quality engineer has not determined the cause. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.